Manufacturer narrative:
A1: patient identifier: no patient involvement a2: age or date of birth: no patient involvement a3a: sex: no patient involvement a3b: gender: no patient involvement a4: weight: no patient involvement a5: ethnicity: no patient involvement a6: race: no patient involvement d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: phone number: requested, unknown e3: occupation: requested, unknown the sample's actual condition was undetermined as it was not available for evaluation. Only unopened same lot samples with no visible damage or irregularities were returned. All five samples passed the functional test. The retention samples were visually inspected and confirmed to be free of any damage or molding-related defects that could lead to the complaint. The samples underwent functional testing and passed; no syringe leaks were found. There was no issued nonconformity report related to human error during lot production. Our molding machine has validated parameters that are checked during the start-up operation of each lot. Our inspection process is in an automatic machine system. This can trap and automatically kick out deformed injection gasket by checking faulty engagement (between ig and plunger) and peeled injection gasket. These sensors are challenged twice a week through dummy checking to assure the accuracy of the inspection system. An initial product inspection check (ipic) is performed during the molding process during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects on the barrel, ig, and plunger that may affect product function are part of the inspection item. A visual in-process and product confirmation inspection to ensure the barrel, plunger, and injection gasket is in good condition. All samples passed the test. During syringe assembly, we have product checking conducted every hour wherein part of the check items was ig fit and ig deformation. All samples passed. We have boxing in-process inspection conducted every hour wherein part of the check items is damaged and deformity on the assembled syringe particularly on the injection gasket and barrel. We have a functional test in-process inspection conducted at every start and end of the lot. Part of this inspection includes leakage at gasket sealing and gasket fit force. All samples passed. Before shipment, we have an outgoing inspection to check the overall condition of the products through visual and functional checks. All samples passed. Based on records, the supplied barrel, plunger, and injection gasket were molded in-house (tpc) on molding machines 113, 307, and 111, respectively. There were no non-conformities found during the production of the supplied molded-part lots. A total of eighteen (18) complaints were received received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or production process. Based on the results of our investigation, the root cause of the complaint could not be identified to be related to our product or manufacturing process. The lot history file showed no non-conformity or any related troubles that will affect the product quality. We were also unable to confirm the device failure since the actual sample was not returned for evaluation. The retention samples are free from defects such as damage to the syringe assembly and deformity on the barrel and the injection gasket that might contribute to the complaint. The samples conform to the specification requirement for the functional tests. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. An automatic inspection system installed in our process can trap and reject defective plungers and faulty engagement between the injection gasket and the plunger. The complaint lot has passed the outgoing inspection for visual and functional tests conducted before the shipment of the product. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.

Event description:
During cisplatin production, a leakage was found in a syringe due to a non-fixed black rubber gasket. This leakage poses a risk of chemotherapy drug exposure to healthcare professionals. The incident occurred during the pre-treatment phase with no patient involvement.